Event description:
It was reported that during an implant procedure, the venous access was tight and made the right ventricular lead difficult to maneuver. The physician attempted to remove the lead and it was hard to remove. The physician felt the lead may have been damaged by the pulling. Once the lead was removed from the patient, the helix no longer retracted. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed; analysis revealed the inner insulation was distorted due to kinking/buckling. Visual analysis noted the lead was damaged at implant. (B)(4).